Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power (intermittent power) issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.